Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issues through log analysis and review of the event. Analysis found that the grub issue was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Analysis of the logs found that there was no indication that a software anomaly contributed to the image transfer issue. H6: 10, 104, and 4307 are for the grub issue. 10, 213, and 4315 are for the image transfer issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: a medtronic representative went to the site to test the equipment. It was reported that there was no failure found, no hardware components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not available on the date of filing. Other relevant device(s) are: product ID: 9735740, serial/lot #: 1.2.0. Initial reporter name not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure images would not transfer. When pushing the images from the imaging system the progress bar on the imaging system completes but the navigation system says the images are transferring with the spinning icon. The transfer is never completed on the navigation system. The navigation system did receive the grub error. Navigation was aborted for the procedure. There was a delay of less than one hour. There was no reported impact on patient outcome. Troubleshooting included the following: hard restarted both systems. During the hard restart the navigation system got the grub error where the software would not start. The manufacturer representative (rep) and technical services (ts) were able to resolve this issue. The rep attempted to do another spin and new cables. Technical services (ts) have asked the rep to transfer different images/patients and use a spine model. While troubleshooting, the rep noticed some software anomalies. When having full view of the imaging system trackers in the tracking view, the box for the imaging system tracker was red until he backed out of the software and back into the acquire images screen. Additionally, he was able to replicate the issue experienced earlier, where the spin would not transfer ("transferring" in the bottom corner of the navigation system). The rep uninstalled and re-installed the application and took another test spin that successfully transferred. Resolution confirmed on call.